Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A patient contacted zoll lifecor customer support to report that his monitor was not starting up. The patent reported that he tried both batteries, and neither is starting up the monitor. The charger indicates that the batteries are charging and no error codes appear on the charger screen. The patient received a replacement monitor.